Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and leads were removed due to infection at the site of the device. The system was replaced. No further patient complications have been reported as a result of this event.